Event description:
It was reported that prior to implant, two devices were interrogated but the battery bar was gray with pre-implant indication. The device was noted to have been stored overnight at 5ºc. The gray bar was still present after the device was at room temperature for 48 and 96 hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The device was received in its unopened shipping package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).